Manufacturer narrative:
All information provided by manufacturer, no medwatch form. Was received the reported field event of being unable to tighten the lv set screw was confirmed in the laboratory. During bench testing when trying to tighten the lv set screw on a test lead, the torque driver was unable to secure the set screw cavity. Visual inspection of the set screw revealed that it was stripped.

Event description:
It was reported that at implant a set screw anomaly was observed. The device was replaced.